Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of this event cannot be conclusively determined; however, patient factors and progression of underlying valvular disease pathology likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm mitral valve implanted two years, one month, underwent valve-in-valve procedure due to mitral stenosis. Patient presented with hyponatremia secondary to heart failure. A 26mm 9600tfx was successfully implanted inside the 27mm valve. Patient was discharged home on post operative day seven.